Event description:
It was reported that during a rectum procedure, there were difficulties in opening the device. At the end of stapling, the head would not rotate correctly. The surgeon was forced to remove the stapler. Another device was used to compete the procedure. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.